Event description:
It was reported that a patient line of a cassette had been cut. The patient was connected during drain one of peritoneal dialysis at the time the cut was found. The patient was taken to the emergency room but was not placed on prophylactic antibiotics. There was nothing unusual found during troubleshooting that would cause or contribute to the damage. The technical service representative assisted the patient in restarting therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.